Manufacturer narrative:
The pump was returned to the manufacturer and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient's lactate dehydrogenase (ldh) was elevated. The patient was started on IV antiplatelet therapy. A decision was made to exchange the patient's pump. During the exchange, the surgeon reportedly found thrombus in the pump. The inflow conduit and outflow graft were not exchanged.